Event description:
It was reported that during a laparoscopic lobectomy, the cartridge pan could not be detached from the device after the 1st firing. The deployed staples were b-formed shape. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results that one sc60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.